Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shaky, headache and lightheaded. Meter and test strips were returned for evaluation. Evaluation in process note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-5 and e-3). Mother is calling on behalf of the customer. At the time of the call, the customer reported having a headache, feeling shaky and lightheaded. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer; the true metrix air meter would not go into test mode. The product is stored according to specification: the test strip lot manufacturer¿s expiration date is 07/28/2023 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Sections with additional information as of 15-mar-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter - e-2 and e-0. No defect found on returned test strips. Root cause: rc-003: other root cause: there was not enough information to determine the root cause.